Manufacturer narrative:
As the date of event is unknown, the date of event field on this report has been estimated as (B)(6) 2022. (B)(4). It should be noted that, per the gore® excluder® aaa endoprosthesis instruction for use, physician and patient should review the risks and benefits when discussing this endovascular device and procedure, including the possibility that subsequent interventional or open surgical repair of the aneurysm may be required after initial endovascular repair. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2016, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. In (B)(6) 2022 (date unknown), computed tomography reportedly showed infrarenal and right common iliac artery enlargement. It was reported that the implanted gore® excluder® devices followed suit, expanding to their maximum diameter. No endoleak was observed, but the physician was reportedly concerned about changes in arterial shape after the procedure, and potential loss of device apposition over time. On (B)(6) 2022, the patient underwent reintervention whereby additional an additional same-diameter stent graft was implanted proximally, the right internal iliac artery was embolized, and an additional stent graft was implanted distally to extend into the right external iliac artery. The patient tolerated the procedure.